Event description:
A pt's one touch ultra strips are damaged. The pt reported that the contact bars on the edge of the strip seemed "un-even" and that the black horizontal line on the strips appeared to be "thicker" than the other lines on the strip. The pt did report that they contacted a medical professional for advice. The pt did administer self treatment of insulin dosage. Pt did not receive any medical attention nor experience any adverse event or harm due to the incident. The pt did report receiving blood glucose results on meter of 153mg/dl and 20-50 points over at times. No add'l info is available at this time.